Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Synergy ous mr 2.50 x 12 stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified damage. Stent strut rows 1 and 2 on the proximal end of the stent were damaged, lifted and bent back in a distal direction. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified a break 18.4cm distal to the distal end of the strain relief. Multiple hypotube kinks were also observed. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10-apr-2019. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. A 2.50x12mm synergy ii drug-eluting stent was advanced for treatment. However, the device was unable to track down the lesion. No patient complications were reported and the patient status was stable. However, returned device analysis revealed a hypotube break and stent damage.